Event description:
Customer reported that the screen wake button was occasionally unresponsive. No adverse impact to the customer's blood glucose level was mentioned. Follow-up was declined, and no further action was required as no additional information was provided.